Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported that by removing the sensor from its case, plastic part of the sensor broken even before inserting it under the skin. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.